Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching due to far field r-wave oversensing was observed. Programming changes were made. Patient's condition was fine.